Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that during a field action by a getinge designee, the cs100 intra-aortic balloon pump (iabp) was not cleared for clinical use. The iabp had no safety disk and an expired battery. Getinge will not be involved with the repairs of this iabp unit. A getinge field service engineer has been made aware of this issue. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
Three (3) good faith effort (gfe) attempts were made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. No additional information is available.

Event description:
It was reported that during a field action by a getinge designee, the cs100 intra-aortic balloon pump (iabp) was not cleared for clinical use. The iabp had no safety disk and an expired battery. Getinge will not be involved with the repairs of this iabp unit. A getinge field service engineer has been made aware of this issue. No patient was involved during this event. No adverse event was reported.